Manufacturer narrative:
We have now concluded our investigation for the complaint received. The lot number provided (1011108) is not a recognised lot number format for this product. Therefore a review of the batch manufacturing records could not be carried out. As no samples were provided, a thorough product evaluation could not be performed. Low adhesion may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As we were unable to confirm the failure mode, we have not been able to identify a definitive root cause on this occasion. No further actions are required at this time. If additional information or product is received, the investigation may be reopened.

Event description:
It was reported that during treatment the product does not stick to the skin very well, fall of quickly. No delay in treatment, backup was available. No patient harm reported.